Event description:
The pt (B)(6) received an scs system including a percutaneous lead on (B)(6) 2010. It was reported that the lead was replaced on (B)(6) 2011 due to high impedance measurements. The explanted lead was discarded by the medical facility.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.